Event description:
Device has been explanted.

Event description:
Patient reported left side "breast pain," "radial folds," and "tiny amount of extracapsular fluid in the left inner quadrant." Patient additionally reported "small mass 3:00 position on the left, anterior to the prosthesis, measuring around 10mm in diameter"; this event is not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "tiny amount of extracapsular fluid".